Manufacturer narrative:
Note: implanted date, is an approximate.

Event description:
It was reported that a revision surgery has been scheduled due to stem loosening of right hip with progressive limp, pain and shortening of right hip and leg.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our investigation included a review of the manufacturing records for the listed batches which did not reveal any deviation from the standard manufacturing processes. A clinical evaluation performed in this investigation noted that all documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the provided information, it was concluded that repeated trauma on the right side was likely the contributing factors to the stem subsidence and/or loosening and reported right tha revision/ae#5. The patient impact beyond the revision procedure cannot be determined. No further medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.